Event description:
It was reported that the patient presented to the emergency room with symptom of discomfort due to phrenic stimulation from their right atrial (ra) lead. It was noted that the ra lead exhibited high capture thresholds. A chest x-ray was performed to reveal that the atrial lead had dislodged and the right ventricular (rv) lead had lost slack. During procedure, it was observed that the ra lead and rv lead had slipped through the suture sleeve. The ra lead was explanted and replaced. The rv lead was repositioned. Patient was stable.